Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced mesh erosion, pain, infection, dyspareunia, urinary and bowel problems, recurrence, and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. Also, the patient had mesh removal on (B)(6) 2011 and also underwent another mesh implantation due to intrinsic sphincter deficiency and failed previous mesh with stress urinary incontinence.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency and mixed incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency and urinary retention.

Manufacturer narrative:
It was reported that following insertion the patient experienced bleeding.